Manufacturer narrative:
A baxter service technician evaluated the pump. The reported condition of a pump with an occlusion alarm during patient use was not confirmed during the service evaluation. Therefore no repairs were needed to correct the initial reported problem.

Event description:
The facility reported a pump with an "occlusion" this problem occurred during patient use, while the patient was connected to the device. There was no patient injury or medical intervention necessary. No additional information is available.